Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s father, (customer is a child of (B)(6) years), reported customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2017 caller noticed the insertion site was notable for the presence of ¿inflammation, red skin and yellow crust¿. Caller indicated the customer had contact with a healthcare provider and was prescribed diprogenta cream (betamethasone dipropionate ¿ a corticosteroid, and gentamicin ¿ an antibiotic). No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection was performed on the returned sensor patch and no issues observed. Sensor plug was properly seated in sensor mount. No product deficiency was identified.

Event description:
Customer¿s father, (customer is a child (B)(6)), reported customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2017 caller noticed the insertion site was notable for the presence of ¿inflammation, red skin and yellow crust¿. Caller indicated the customer had contact with a healthcare provider and was prescribed diprogenta cream (betamethasone dipropionate ¿ a corticosteroid, and gentamicin ¿ an antibiotic). No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation was performed on the returned sensor. A visual inspection was performed on all returned pucks, and no anomalies were found. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The investigation showed all processes were effective and did not find any abnormalities with the units. Thus, these complaints are not confirmed. Device mfg date was updated.

Event description:
Customer¿s father, (customer is a child of (B)(6) years), reported customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2017 caller noticed the insertion site was notable for the presence of ¿inflammation, red skin and yellow crust¿. Caller indicated the customer had contact with a healthcare provider and was prescribed diprogenta cream (betamethasone dipropionate ¿ a corticosteroid, and gentamicin ¿ an antibiotic). No further treatment was required. There was no report of death or permanent injury associated with this event.